Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
Thrombosis: the cause of injury can not be determined as insufficient clinical details were provided. Low or blocked pump flow: the cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review. Hemodynamic instability: the cause of injury can not be determined as insufficient clinical details were provided.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: the patient is a 60-year-old male supported for acute myocardial infarction with cardiogenic shock, with pre support presentation consistent with scai stage d. An impella cp (pc (B)(4), sn (B)(6)) was implanted on (B)(6) 2026 at 07:45 am. During support, the device developed continuous suction alarms despite adequate preload, appropriate positioning, and the patient being on ECMO. Based on the clinical presentation and post explant findings of thrombus on both the inlet and outlet of the device, the event is consistent with low or blocked pump flow secondary to thrombosis. A replacement device was successfully implanted without recurrence of low flow alarms. Further analysis of the returned product is required to determine if any device related factors contributed to the observed thrombus formation. The patient remains on support at the time of reporting. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. (B)(6) (B)(6) 2026.

Manufacturer narrative:
Section d4 primary UDI number has been updated.